Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found a small leak in one cap diaphragm. Replaced the cap diaphragms and all is ok now. The issue with the cap diaphragms and is a known issue that is being address via an internal action.

Event description:
The following description of the event was received from carefusion sales rep on (B)(6) 2014. The carefusion sales rep called to report that the power reading on this vent is low (52-53). There was no indication of patient involvement.